Event description:
One hundred femoral head-stem pairs were analyzed for evidence of fretting and corrosion using a visual scoring technique based on the severity and extent of fretting and corrosion damage observed at the taper. A matched cohort design was used in which 50 ceramic headstem pairs were matched with 50 cocr head-stem pairs based on implantation time, lateral offset, stem design, and flexural rigidity. 54 of these explanted devices were stryker accolade tmzf femoral stems. The results suggest that by using a ceramic femoral head, cocr fretting and corrosion from the modular head-neck taper may be mitigated but not eliminated. According to the medical records, none were revised as a result of an adverse local tissue reaction.

Manufacturer narrative:
The information in this report was provided by a research study. Should additional information be provided, it will be submitted in a follow up report. Device not returned.